Event description:
It was reported that the mitral annuloplasty ring was explanted after an implant duration of approximately 3 years and 3 months due to endocarditis with abscess secondary to methicillin-sensitive staphylococcus aureus. Per the op report: "the patient is a (B)(6) male with a known history of endocarditis status post mitral valve repair and aortic valve replacement in 2009. The patient recently was admitted to the hospital with sepsis and was found to have vegetations on the mitral valve with severe mitral regurgitation. There was questionable involvement of the root due to the fact that the patient had a first degree atrioventricular block. On the transesophageal echocardiogram, there was obvious evidence of a perforation in the anterior leaflet with obvious dehiscence of the ring... [During inspection,] the aortic valve prosthesis was free of any vegetations and there was no "evid£mce" of any perivalvular leak or associated abscess. The mitral valve had evidence of dehiscence of the ring especially at the area between the area of a3 and p3. There was a perforation in the anterior leaflet at the level of a3 just at the annular junction. There was no obvious vegetation on the physio ring that was placed 2009, there was no vegetations on the leaflet edges itself. The chordae were intact. The posterior leaflet was clear from any infection." Another edwards annuloplasty ring was utilized for the redo-mitral valve repair. There was good competency with no evidence of residual regurgitation at the end of the procedure. Patient tolerated the procedure well and was discharged home on pod #4.

Manufacturer narrative:
(B)(4). Late endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicated that this event was due to an infection and not a malfunction of the edwards valve. The discharge summary documents the infection source as (B)(6). No further actions are possible with the available information.